Manufacturer narrative:
The reported events were cardiac perforation and helix mechanism issue. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The tip stiffness test was performed, and the results were within specification. The device history record review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented with shortness of breath and a cardiac tamponade. Pericardial fluid was observed and drained emergently. No imaging was performed, the assumption was the tamponade was related to the device insertion. The physician opted to extract the right atrial (ra) and right ventricular (rv) leads. Difficulty was noted extending the rv lead helix during the procedure. The ra and rv leads were explanted. The patient was stable.